Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The investigation has not been completed.

Event description:
A medtronic representative reported that, while in a cranial procedure, the system was unresponsive when entering the cranial software. She pressed ctrl+alt+backspace and the software exited to the launch screen. The software was re-launched and resumed working properly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.